Event description:
It was reported that from the oxygen outlet of the oxygenator blood was dripping and no outer damaging was visible. The failure occurred during treatment. The patient was three days on the hls set. The hls set was exchanged and then discarded by the customer. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. H3 other text: hls set was discarded by customer.

Manufacturer narrative:
It was reported that from the oxygen outlet of the oxygenator blood was dripping and no outer damaging was visible. The failure occurred during treatment. The patient was three days on the hls set. The hls set was exchanged and then discarded by the customer. The product was discarded by the customer and therefore no technical investigation could be performed. The exact root cause remains unknown. However, according to the hls set risk assessment following root cause can lead to the reported failure: diffusive fiber delamination. The production records of the affected product were reviewed on 2023-08-15. According to the final test results, the affected product passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "leakage at gas outlet" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).